Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. Additionally, it was reported the battery gauge was observed to be fluctuating. The customer's blood glucose was 101 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.